Event description:
On (B) (6), 2009, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B) (6), 2010, the patient was implanted with an iliac extender component to address a distal type I endoleak. The patient tolerated the procedure, and the endoleak resolved.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.